Event description:
A patient underwent a therapeutic colonoscopy for hemostasis. The resolution hemostatic clipping device did grasp the tissue. The clip would not release from the catheter to complete deployment. The clinician was able to manipulate the clip off of the tissue without further trauma to the bleed site. Another clip was utilized successfully to perform hemostasis. The patient tolerated the procedure well and was noted to be in `fine' condition.